Event description:
Event description guidant received information that this pacemaker was electively replaced due to an advisory issued on this model device. The device was explanted prophylactically concurrent with a ventricular lead repositioning procedure. There were no adverse patient effects.